Event description:
We were notified on (B)(6) 2009 that an MDR was submitted to the FDA documenting a failure of our surgical cover. Surgeon was using a sterile covered probe on the patient intraoperatively and noticed a hole in the cover. When it was noticed, the entire probe had passed through the cover. The cover was discarded and a new cover was placed over the transducer to complete the procedure. No adverse events were reported or associated with the patient.

Manufacturer narrative:
Facility did not notify civco of the cover failure. Notification was provided by copy of the MDR provided by the FDA. Method: device was not available for evaluation. Customer's description of events were reviewed. Results: user/device interface error. We contacted the facility to investigate the failure. The user explained that they found a hole in the cover during use. The hole was located in the tip area of the cover around the elastic portion of the cover. When they noticed the hole, the transducer had already poked through the entire end. Based on the description of the failure, this sounds like the probe was pushed through the and detached the tip from the cover body. The form fitting ends are attached to the cover with an adhesive tape ring. There is no elastic associated with the cover. Conclusion: no conclusion can be drawn. Device discarded - unable to follow-up. Since the user indicated that the hole was in the elastic area, this would be the assumption of the failure as there is not any returned product to evaluate. Review of manufacturing records did not identify any manufacturing problems associated with this lot of product.